Manufacturer narrative:
The initial MDR 1226181-2015-00417 was filed on july 13, 2015. Additional information (07/01/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the aliquot probe and auto-aligned the aliquotter and reagent shuttle 2. The cse ran a quick check which passed and performed preventive maintenance. The cause of the discordant, falsely low gentamicin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low gentamicin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low gentamicin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the drains, aliquot probes and sample probe 1. A siemens headquarter support center (hsc) specialist reviewed the instrument data, which indicated that the first result was obtained on a different well set than the three subsequent repeats. A sample which ran after the low outlier was obtained, repeated with very similar results on a new well, indicating no issues with reagent depletion. The data further indicated no issues with reagent quality or sample probe aspiration. The cause of the discordant, falsely low gentamicin result is unknown as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.